Event description:
The manufacturer received information alleging the device will not turn on. There was no report of patient harm or injury. Medical intervention was not specified. The device was returned to the product investigation laboratory for evaluation. During the investigation, the manufacturer observed the top enclosure and bottom enclosure screws have a corrosion to them, likely due to liquid ingress. The p3 was also observed to have corrosion/rust on it, likely due to liquid ingress. The exterior of the ui display bezel was observed to have what appeared to be dried liquid spots with potential mineral deposits on it. A dust-like contaminant and what appeared to be burn marks, likely due to a thermal event of the pca, were observed on the interior of the ui display bezel. A dust-like contaminant and what appeared to be dried liquid spots with potential mineral deposits were observed on the top enclosure, center enclosure, and iso port. The iso port was observed to have possible burn marks on it, likely due to a thermal event of the pca. A dust-like contaminant and hair-like particles were observed on the inlet/outlet seal. The q2 and q3 components of the pca were observed to have thermal damage to them, and the pca and pca screws were observed to have corrosion to them, all likely due to liquid ingress to the pca. The blower box screws were observed to have corrosion to them, likely due to liquid ingress. A dust-like contaminant and what appeared to be dried liquid spots with potential mineral deposits were observed inside the inlet of the blower box, on the blower, blower seal, and blower box. The blower screws and brass nut of the blower was observed to have corrosion to them, likely due to liquid ingress. Black dust-like particles were observed on the blower box. A dust-like contaminant was observed on the heater plate and bottom enclosure. The manufacturer was able to confirm the complaint of no power. The device has been scrapped.